Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The tbm states the center seat frame is broken at the weld that surrounds the tilt actuator.